Manufacturer narrative:
Unique identifier (UDI) # (B)(4). This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta results for 1 patient sample on a cobas 6000 e 601 module. The initial result was 17.12 ui/l. This result was reported to medical personnel, who decided to test a new sample from the patient due to the initial result not being in line with the patient's history. The result from the second sample was 1874 ui/l. The first sample was retested and the repeated results were 1844 ui/l and 2449 u/l. The reagent lot number is 470489. The expiration date was requested but not provided.

Manufacturer narrative:
Calibration and qc were acceptable. The provided data showed that the sample was aspirated from a 13mm sample container tube, which if not supported correctly by a rack adapter would lead to the sample container entering the analyzer in a tilted position, resulting in the sample probe connecting with the sidewall of the tube causing low sample volume. The alarm trace does not show any indication of an underlying hardware issue. The field service representative performed planned maintenance and replaced the measuring cells. The investigation determined the issue was consistent with a user error/pre-analytical handling issue.